Manufacturer narrative:
Patient age not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a catheter placement procedure. It was reported that the site was placing a shunt and missed the ventricle. The inaccuracy distance and in which direction was unknown. The site said they were accurate superficially on the patient. The representative was on site to do a system checkout and could not replicate with the demo models. The representative determined that this issue was due a poor registration. The representative also did a site training on registration technique for future cases. There was no delay in the procedure and no impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the behavior described is the intended behavior of the software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.